Event description:
It was reported that a user¿s charging pad for the ilet bionic pancreas was not charging properly, with the indicator light blinking green despite attempts with multiple outlets, and troubleshooting and education were completed with a plan to replace the charger. Symptoms included no loss of glycemic control and no clinical complaints. Outcomes included no injury and no medical intervention or hospitalization. Investigation included a review of the described charging behavior and user troubleshooting steps. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or charging accessory performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charger accessory.